Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and upon interrogation, the atrial lead exhibited loss of capture. It was observed that the lead dislodged. The lead was successfully repositioned. No patient symptoms were reported.